Manufacturer narrative:
(B)(4). Batch #: u95x38. This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the shaft and the jaws, the upper jaw appears to be detached. Image 2: on the second image the device can be observed with the shaft and the upper jaw detached. Image 3 : for this image a package is observed with a lot number u95x38 and a expiration date 2025-11-30. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic hysterectomy surgery the lower jaw fractured when the first seal was made. It was decided to extract the fractured piece and collected it. The device was replaced and the procedure was completed successfully. There were no patient consequences.